Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in egypt, on (B)(6) 2024, it was reported that the patient stated an insulin flow blocked alert on the first day of set insertion in the abdomen. The alarm was a current event. The pump detected an occlusion that prevented the flow of insulin. The patient changed the set and reservoir to troubleshoot the issue. The patient had a plunger available and manually pushed insulin through the tubing and observed that insulin does not exit. The patient refilled the reservoir and used it for one week, despite being advised to use it for only 3-4 days. The patient was assisted in inserting a new reservoir and took a bolus correction with the insulin pump as their blood glucose level was 261 mg/dl. No further information available.